Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2012 and 17/jul/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Patient previously reported left side surgical treatment due to "capsular contracture," baker grade IV and "rupture." Patient additionally reported left side moderate "breast pain" and "a lump or thickening in or near the breast or in the underarm area,¿ side unspecified. The device was explanted.